Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "lpo inlet broken. No pressure all air blowing our ex-valve". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
(B)(4). It was alleged that the pexpvalve test failed during preventive maintenance. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. No further feedback was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.